Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/30/2018 that on (B)(6) 2017, the patient reported that he had issues with no data being displayed, does not recall what error message was displayed. The sensor was inserted on (B)(6) 2017. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be determined. A root cause cannot be determined.